Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report. It was discovered during x-ray review that two screws were broken.

Manufacturer narrative:
The complaint could be confirmed, since the returned image for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: the low resolution CT-scans do not provide enough information. The additional reports did show some extra information. The x-rays in the document clearly show loosening and subsidence of the tibial tray of the infinity ankle prosthesis. The talar tray is positioned somewhat anteriorly from the intended position. The reasons for this deviation can be numerous, however we cannot determine if the intended or unintended during the index surgery. The three screws relate to: 1. Long screw for closing the medial malleolar osteotomy, usually done for easier access of the joint during the index surgery. And 2. Two screws used for talonavicular arthrodesis, of which the two screws are broken, usually because of residual motion during the healing period of the arthrodesis, or in case of non-union. R&d reviewed the received information and noted: after looking over the x-ray and working with fellow r&d engineers, we concluded that it is difficult to tell which exact screw that can be since a lot appear to look the same. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number, lot number or product family were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device remains implanted in patient.